Event description:
It was reported that after a repositioning surgery, an extrusion of the conductive link into the outer ear canal was observed and that the pt had no access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.